Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was successfully implanted. The patient was discharged. The routine 45-day and one (1) year follow up transesophageal echocardiography (tee) were performed, and both were within normal limits. Two years post implant, the patient presented to the hospital with stroke symptoms. A tee was performed, and a thrombus was noted on the mitral side of the threaded insert of the closure device. The patient was placed back on oral anticoagulation (oac) and transferred to another hospital for surgical removal of the thrombus. The patient does have residual effects from the stroke and is currently in undergoing therapy.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.